Event description:
It was reported that the procedure was to treat a lesion located in the obtuse marginal that was 98% stenosed, had moderate tortuosity, mild calcification and the lesion was 22 mm in length. The patient was experiencing an st elevated myocardial infarction. The balance middleweight guide wire was advanced across the 98% stenosed lesion without issue. Resistance was felt during advancement of the 2.5x15 mm trek balloon when it was being advanced over the guide wire with the guide wire tip, after which it was observed that the guide wire had separated, leaving the guide wire tip inside the balloon catheter. The trek balloon catheter and guide wire were able to be removed successfully together, along with the separated piece of guide wire inside the catheter from the patient. Outside the patient, during additional manipulation of the balloon catheter in an attempt to remove the separated guide wire from the balloon catheter, the distal shaft of the balloon catheter separated. The same size guide wire and balloon catheter were used to complete the case successfully. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances with the reported lot that could have contributed to this event and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.